Event description:
Same case as MFR report # 6000089-2006-01744. Clinical trial it was reported that 201 days following a coronary artery drug eluting stenting treatment procedure the patient experienced an acute mi (myocardial infarction) and stent thrombosis. The index procedure identified one long target lesion extending from the proximal to mid lad (left anterior descending) which was treated with two taxus express2 stents. The patient presented 201 days following the index procedure with chest pain. ECG. Showed evidence of an acute anterior mi. The patient's symptoms were not responsive to nitrates and the stent thrombosis in the lad was treated with multiple balloon angioplasties and thrombus aspiration. The patient was reported to be taking asa and plavix at the time of the event and was stable following the procedure. The relationship of the study device to this event was listed as "possibly".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.